Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while the robot arm was sent to the trajectory it touched the device covers. The surgeon changed the final orientation of the arm and the movement was done successfully.

Manufacturer narrative:
The incident occurred was reproduced in the manufacturing site with a demo device and this indicated that the issue occurred due to an user error, who did not follow the IFU. Corrected data: date of this report, if follow-up, what type, device evaluated by manufacturer, evaluation code, date received by manufacturer.